Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up it was identified this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing on a stored atrial tachy response (atr) episode. The noise was able to be reproduced during pocket manipulations. A revision procedure was performed. The ra lead was tested with the pacing system analyzer (psa) prior to being replaced and the noise was not reproduced. The ra lead was surgically abandoned and will not be returned for analysis. The device remains in service with the newly implanted ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
Boston scientific received information that during a device follow-up it was identified this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing on a stored atrial tachy response (atr) episode. The noise was able to be reproduced during pocket manipulations. A revision procedure was performed. The ra lead was tested with the pacing system analyzer (psa) prior to being replaced and the noise was not reproduced. The ra lead was surgically abandoned and will not be returned for analysis. The device remains in service with the newly implanted ra lead. No additional adverse patient effects were reported. On september 29, 2020 it was reported that the patient underwent a new lead revision procedure where the ra lead (serial number (B)(6)) implanted in (B)(6) 2019 was explanted due to a suspected fracture and was returned for laboratory analysis. This previously abandoned ra lead (sn (B)(6)) was also extracted but was not returned. A new ingevity ra lead was implanted successfully. No additional adverse patient effects were reported.